Event description:
Customer stated, "she smelled smoke and felt the pad was very hot. She released the lever and the pad was still getting hotter. She saw the embers under the cover and grabbed the pad and jumped up then the pad burst into flames. She took the pad out side, threw it and went and got a bucket of water and doused the pad, putting the fire out." Customer did not claim injury. Product was not returned. Lot code information was not provided. An investigation into similar feedbacks for fire found that the primary cause of similar reported issues were caused by customer misusing the product by laying on/ folding the pad while in use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". The investigation is inconclusive without the returned product. Further determination into the root cause of the issue will be conducted when device or additional information is obtained. Updated: product was returned on 1/10/2020 and investigated on 1/14/2020. The investigator observed that upon return the pad had a burned hole in the unit. The investigator observed evidence that the pad was being folded/ laid upon. The investigator determined that this misuse of folding / laying on the unit caused a hot spot which caused the unit to light on fire. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".